Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time displayed was incorrect on pyxis. A technical support specialist dialed into station and verified that the station time was not showing a one-hour delay as previously mentioned. The customer confirmed that the station time was correct. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time displayed in the upper left-hand corner was one hour ahead and was incorrect on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.